Event description:
It was reported that the patient presented with a right atrial lead that failed to capture and failed to sense due to lead dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture, failure to sense and lead dislodgement. As received, a complete lead was returned in two pieces with the helix stretched/bent and clogged with blood/ tissue. X-ray examination of the lead noted the helix was stretched/ bent consistent with procedural damage. The helix mechanism/extension length test not performed due to helix being bent/stretched, as received. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.